Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The user facility reported there was an internal dialyzer blood leak during treatment. The machine alarmed. The blood flow rate is unk, but the leak was noticed at the beginning of treatment. The estimated blood loss was 250 mls and no adverse effects were reported. Sample is available for return.